Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an error 9 message on their meter display and was unable to obtain readings. As a result, the customer felt that their glucose was very low and an hcp was contacted for consultation. The customer was treated with sugar but they are "still very slow" and was advised to take extra dextrose for hypoglycemia treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader (B)(6) was returned. Visual inspection has been performed on the returned reader and no issues were observed. Built-in test was performed and all results were within specification. No error message was observed. Therefore, issue in not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an error 9 message on their meter display and was unable to obtain readings. As a result, the customer felt that their glucose was very low and an hcp was contacted for consultation. The customer was treated with sugar but they are "still very slow" and was advised to take extra dextrose for hypoglycemia treatment. There was no report of death or permanent impairment associated with this event.